Event description:
It was reported that during a laparoscopic gastrectomy, a teardrop-shaped clip was formed since the jaws did not fully closed though the trigger was grasped. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: jaws and clip connector. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis the device was cycled and the clips were properly fed into the jaws; however, it was confirmed that the jaws would not close even though the trigger was fully squeezed against the handle, this condition led to clip malformation. The device was disassembled in order to evaluate the condition of the internal components and it was found that the connector clip was missing; this condition contributed to the jaws not closing properly. The batch record was reviewed and no anomalies were noted during the manufacturing process.